Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is april 23, 2015.

Event description:
Boston scientific received information that during the implant procedure, the patient initially developed transient hypotension following anesthesia, which was treated and the patient responded to vasopressors. The case continued and following electrode placement, the patient developed profound hypotension with systolic blood pressure in the 30 bpm range. Multiple episodes of cardiopulmonary resuscitation and advanced cardiac life support protocols were administered. The case was aborted and the patient was transferred to the ICU. Over the next 12 hours, the patient required CPR several times, in addition to high dose pressor support. A transesophageal echocardiogram and arterial catheter were placed and the patient responded to pressor support and diuresis. Three days later, the patient was extubated and was ambulating well. The patient was discharged from the hospital and was issued a lifevest. The patient will be referred for consideration of advanced heart failure therapies.